Event description:
It was reported that a pediatric patient underwent a spinal fusion procedure. Approximately 9.5 months post-operatively, the construct was removed (a planned procedure). The goal of the first surgery was to save/stabilize a nerve root access. During the removal, it was discovered that the locking mechanism of the crosslink was broken. No additional complications were reported.

Manufacturer narrative:
Analysis of the returned device shows that no defect was found at the level of the breakage. The shear-off of the setscrew may happen when the setscrew is stuck at the connection between the rod and the crosslink. This occurs during a planned removal of the construct after the healing of the disease.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.